Event description:
A report was received that the patient was experiencing discomfort at the ipg site and was starting to bruise. The patient underwent a revision procedure wherein a new pocket was made. The patient was doing well postoperatively.